Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was at the hospital due to shoulder pain. When a fingerstick was taken the cgm reading was 197 mg/dl, and the blood glucose reading was 43 mg/dl. It was unknown if the patient was experiencing symptoms at that moment, but the patient was treated with intravenous glucose. When a fingerstick was taken after treatment the cgm reading was 107 mg/dl, and the blood glucose reading was 60 mg/dl. No further medication was reported to be needed. It was unknown how much time the patient spent at the hospital. At the time of the report, 2 days after the event, the cgm reading was 380 mg/dl and according to the patient it would have been inaccurate. No fingerstick reading was reported from that time. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented, and the call was disconnected. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.